Event description:
Pieces of tampon were removed from my vagina more than a month after I removed it [foreign body in reproductive tract]. Uncomfortable with vaginal irritation [vulvovaginal discomfort]. Inflammation- vagina [vulvovaginal inflammation] . Unusual discharges- vagina [vaginal discharge] . Skin rashes [rash] . Muscle weakness [muscular weakness] , warmth in the legs [skin warm] . Hurting- vagina [vulvovaginal pain]. Sick [illness] . Depressed [depressed mood] . Case narrative: consumer reported via email that pieces of the tampon were removed from her vagina more than 1 month after removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 3/1/23. An investigation is in progress for returned product received on 4/4/23.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pieces of tampon were removed from my vagina more than a month after I removed it [foreign body in reproductive tract]. Uncomfortable with vaginal irritation [vulvovaginal discomfort]. Inflammation- vagina [vulvovaginal inflammation]. Unusual discharges- vagina [vaginal discharge]. Skin rashes [rash]. Muscle weakness [muscular weakness]. Warmth in the legs [skin warm]. Hurting- vagina [vulvovaginal pain]. Sick [illness]. Depressed [depressed mood]. Tampon shedding [device breakage]. Case narrative: consumer reported via email that pieces of the tampon were removed from her vagina more than 1 month after removal. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of tampon were removed from my vagina more than a month after I removed it [foreign body in reproductive tract]. Uncomfortable with vaginal irritation [vulvovaginal discomfort]. Inflammation- vagina [vulvovaginal inflammation]. Unusual discharges- vagina [vaginal discharge]. Skin rashes [rash]. Muscle weakness [muscular weakness]. Warmth in the legs [skin warm]. Hurting- vagina [vulvovaginal pain]. Sick [illness]. Depressed [depressed mood]. Case narrative: consumer reported via email that pieces of the tampon were removed from her vagina more than 1 month after removal. No serious injury was reported.